Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.

Event description:
Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, d.6b, d.9, h.3, h.6. Device evaluation:visual analysis of the returned device identified one curved opening, flat creases and void >1 mm in non-textured valve-to shell-bond area. Leak test and microscopic analysis was performed which identified one sharp opening. A dimension measurement in the shell was performed which identify the thickness within specification. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: one sharp opening in the side patch/shell bond edge assessed as unidentified (tear) opening.